Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic ercp for placement of a stent. The covering of the hydra-jag guidewire was noted to have shredded resulting in the stent becoming tangled in the guidewire. Another device was utilized to successfully complete the case. The pt tolerated the procedure well with no ill effect sustained.